Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. Device received with pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were in emergency room due to high blood glucose on (B)(6) 2020 with blood glucose level was 600 mg/dl. Noticed the insulin pump was not working as advised from the hospital. Customer experienced symptoms such as nausea, vomiting. The customer was treated with 8 unit of insulin intravenous insulin. Customer stated that they did not used auto mode feature at time of high blood glucose event. The insulin pump will be returned for analysis.